Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Two days before peritonitis diagnosis, the patient was admitted to the hospital. The patient was treated with cefazolin injection (1gm once daily, intraperitoneal, discontinued) and ceftazidime injection (1gm once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was recovered from the all events. On an unknown date, the patient was discharged from the hospital and pd therapy was discontinued. The patient was shifted to hemodialysis therapy (ongoing). No additional information is available.